Event description:
After 18 1/2 hours of iab therapy, balloon leak was noted via blood in the tubing. No pt injury or further complications occurred. The pt is reported to be okay.

Manufacturer narrative:
Date of this report is 04/08/1998.